Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, noise was observed. Programming changes were made. The patient will continue to be monitored normally.